Manufacturer narrative:
Our quality engineer inspected the samples submitted for evaluation. Your reported issue of a leak from a 22g insyte autoguard IV catheter was confirmed; however, the root cause could not be determined. Five sealed and one used 22g insyte autoguard IV catheter from lot #5175689 were returned for investigation. A syringe and extension set were also provided for investigation. The insyte autoguard needle and shield from the used unit were not returned for investigation. The reported vacutainer was also not returned for investigation. A functional test revealed a leak in the catheter tubing near the nose of the adapter. The sample exhibited evidence of use, which indicates that the tubing may have been damaged during use; however, the root cause could not be determined. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No new information.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
While collecting a patient's blood via luerlock vacutainer, after filling a green tube and removing the tube from within the vacutainer device, the needle became lodged in the tube top and was suddenly disconnected from the vacutainer device, leaving the gray rubber safety cover behind. The blunt edge of the needle stuck out of the top of the green tube after removal. Blood splattered at the time of the dislodgement but was quickly stopped by the gray safety cover. Describe patient /(hcp) / user impact.